Event description:
It was reported that the customer was in a vehicular accident. The customer's mother stated that the road was slippery from the rain and the customer's car spun out. The reported blood glucose reading was 387 mg/dl at the time of the report. The insulin pump could not be rewound during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.